Event description:
It was reported that during a stenting treatment procedure, a stent dislodged. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left renal artery. A 6.0x18x90cm express sd stent delivery system was advanced to the target lesion with a lot of "pushing and shoving" and at least 3 attempts were made to cross the target lesion. During withdrawal it appeared that the sds was stuck at the end of the 5fr non-bsc sheath. The stent detached and was contained in the proximal portion of the sheath and was able to be removed successfully. The procedure with completed via access with a different 5f non-bsc sheath and a 6x14mm express sd stent was successfully implanted at the target lesion. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).